Manufacturer narrative:
The customer¿s report of error messages displayed was confirmed. The pcu was received in overall fair condition with the instrument seal intact. The only anomalies noted were that both iui connectors appear be slightly dull and discolored. Duplicate files had been opened for this complaint; the issue was initially investigated as a battery complaint and only the pcu was returned for investigation. Because the complaint was initially only investigated as a battery failure, the pcu was not tested for disconnects, however it was noted that both iui connectors were dull and discolored. The attached pump modules were not returned when this complaint was initially completed, although pump module s/n (B)(4) was received after the fact. Because the initial complaint was investigated as a battery issue, the pump module was determined to be a concomitant device at that time and was sent back to customer without any evaluation. When the duplicate file was later discovered and merged with this complaint, the reported error messages were identified as being due to channel disconnects, however only the returned pcu could be considered as suspect for the disconnects because investigation into the iuis on the module was not considered to be indicated for the report of a battery issue. Review of the pcu event log showed that the device was last powered on at 9:27 pm on (B)(6) 2016. Upon powering on, a replace battery pop-up message was confirmed, which allowed operation with reduced battery capacity. At 8:34 am on (B)(6) 2016 norepinephrine weight based dosing was programmed on pump module s/n (B)(4); three modules were already in use at that time, one infusing IV fluid at 5ml/hr, one infusing fentanyl 2500mcg/250ml at 15ml/hr, and pump module s/n (B)(4) was in use infusing vasopressin 100unit in 100ml at 2.4ml/hr. The device was on ac power. The log shows that all four modules had been infusing for several hours, when a series of channel disconnects occurred between 12:10 pm and 12:11 pm. All four devices were removed while the devices were actively infusing. At 12:12 pm, the channel disconnect pop-up was confirmed and the pcu was powered off. The pcu was immediately powered back on with 1 module; the replace battery pop-up occurred, the module was removed and replaced with two other modules, but neither one was programmed. At 12:21 pm, the pcu was placed on dc power. At 6:01 pm, the pcu alarmed for battery low (lb1) and was powered off. Based on what was observed in the pcu event log the customer¿s experience of error messages displayed was identified as due to channel disconnects, with all four infusing pump modules disconnecting one at a time. The reported battery failure is presumed to be the replace battery pop-up; it is believed that the user then attributed the channel disconnects to the replace battery message. The pcu battery log shows that the battery was last conditioned prior to the reported event at 11:35 am on (B)(6) 2016 and then again at 8:43 pm on (B)(6) 2016. The battery date code is 1241 ((B)(6) of 2012). Testing indicates that the installed battery has reached the end of its useful life. The cause of the customer¿s experience of error messages displayed was identified as due to channel disconnects. The root cause of the channel disconnects was not identified, however the condition of the pcu¿s iuis suggests that there may have been a relationship.

Event description:
The customer reported that a micu patient was receiving 2 vasopressors including a high concentration of levophed and attempts to wean the medication off were unsuccessful. An alarm occurred and the nurse responded within 30 seconds and noted that all of the channels had a "connection error" displayed, and the pcu displayed a "system failure" message with one option of "system off". An additional reporter stated that there had been an unspecified battery failure. The patient¿s blood pressure decreased while the clinician moved the medications to a new system. The patient went into pulseless electrical activity and CPR was initiated. The critical care team was called and one round of acls was performed and rosc (presumed to mean return of spontaneous circulation) was achieved after two minutes. The patient was later discharged from the hospital and transferred to a skilled nursing facility. Although requested, no further details or specific event information have been provided.